Event description:
It was reported that the touchscreen on the pump was unresponsive and frozen, preventing customer interaction. Reportedly, the customer washed the pump in a washing machine. There was no adverse impact to the customer's blood glucose level. The customer planned to perform a reset after allowing the pump to dry. No additional information was provided.